Event description:
It was reported that the patient underwent a sling procedure on an unknown date to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2011 to treat stress urinary incontinence and a sling was implanted. On (B)(6) 2011, the patient underwent partial mesh removal by the implanting surgeon due to mesh erosion. It is further reported that the patient had a monaro subfacial hammock implanted. It was reported that the patient experienced pain erosion infection and dyspareunia post implantation. No additional information provided at this time. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01650. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient died on (B)(6) 2013. No additional information was provided.